Event description:
It was reported the pt had been reprogrammed due to invalid contacts, but she reported the stimulation was not therapeutic. The physician replaced the lead. The sjm rep reported the removed lead appeared to have a visual defect at contact two. It was reported the pt regained stimulation. No further complications were reported.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.